Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosed with bia-alcl after experiencing swelling and pain.

Event description:
Patient representative reported patient was diagnosed with bia-alcl after experiencing swelling and pain on right side. Additionally, patient representative reported fatigue, malignant bia-alcl, depression, lack of concentration and discomfort. The device has been explanted. Patient was treated with radiation and chemotherapy after explant of device occurred. No pathological markers have been provided.